Event description:
Right colectomy. A right angle linear cutter 45mm was placed on tissue and was fired normally. Upon removal of the dlu a few underformed staples were noticed in the center of the staple line. Manual oversewing was done to complete the case.